Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the x-ray controller board and the image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "beeping and it is locked up." The fse noted the system required a reboot in order to restore functionality. There is no report of patient injury or death.